Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on (B)(6) 2015 with the following findings: on investigation, the display screen was confirmed to be discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a dim/faded/discolored display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.